Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. Upon functional testing, the first fire resulted in one staple fully forming and one unformed staple releasing at the same time. The next five fires fully formed and released in the skin pad. Proper functional inspection could not be continued due to the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "clip fell when using on patient's belly to suture skin". Additional information received states that no staple fell into the wound of the patient. When asked if the patient expereienced any consequence due to the issue the customer responded "no". The patient's current condition is reported as "unknown". A new set was used to complete the procedure.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "clip fell when using on patient's belly to suture skin". Additional information received states that no staple fell into the wound of the patient. When asked if the patient expereienced any consequence due to the issue the customer responded "no". The patient's current condition is reported as "unknown". A new set was used to complete the procedure.